Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 14.5 mm from the distal end. There was scratch around the broken point on the probe and the coating for electric insulation of the probe was partially missing around the scratch. The fracture surface of the probe showed that crack developed. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the probe was broken off due to the following occurrence mechanism. The probe was scratched when the user scraped tissue or coagulum with tweezers, or when the user activated output while contacting with metal or something hard object such as metal clips, stapler, or other instruments. The crack developed from scratch when the user activated output. The probe was broken off when the user scraped tissue or coagulum with tweezers. Omsc also presumes that the coating for electric insulation of the probe was damaged when the user scraped tissue or coagulum with tweezers, or when the user activated output while contacting with metal or something hard object such as metal clips, stapler, or other instruments. The above device handling has warned in the instruction manual as follows. If the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.

Event description:
During a sigmoidectomy, the subject device was used. When the user scraped tissue or coagulum with tweezers on the probe after more than 2 hours since the surgery began, the probe was broken off. The intended procedure was completed with another device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc found that the probe was broken off and the coating for electric insulation of the probe was partially missing. This is the report regarding the breakage of the probe and the missing of the probe coating.